Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) initially passed calibration and minutes later the central control monitor (ccm) displayed an 'oxygen (o2) system needs calibration' message in a black box at the top of the screen. The epgs was recalibrated, and the issue did not resolve. The connections were checked, and the yellow gas line fitting was loose. It was tightened and the epgs passed calibration successfully. There was no delay and no blood loss. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Event description:
Additional information was received that the surgical procedure was completed successfully. There were no adverse consequences to the patient.

Manufacturer narrative:
Per the manufacturer's sales associate, the end user tightened the hoses for oxygen and air inputs into the electronic patient gas system (epgs) at the end of the case and the issue was resolved. Since the issue was resolved, no part was returned for further evaluation or root cause analysis. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The end user initially did not provide the serial number for the device. A follow-up inquiry was made requesting the serial number for the device and the reply was that the serial number was unknown and the issue was resolved so the complaint was requested to be closed out. Although the serial number is unknown, and therefore the manufacturing date is also unknown, the device identifier portion of the UDI is: (B)(4). Field d4 - primary unique device identification (UDI) number is only the device identifier (di) number. The production identifier (pi) number is not available as the serial number is unknown. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.